Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results for multiple patients. The one result example provided were: sid (B)(6) initial=1.66 s/co (> or = 1.00 s/co=reactive) /repeated=1.94 s/co /repeated on second instrument=0.98 s/co (< 1.00 s/co=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the troubleshooting, the customer performed troubleshooting procedures including replacement of parts, however, a single definitive part could not be determined the likely cause of the result issue therefore, the alinity I instrument (B)(6), list number 03r65-01 alinity I processing module, was considered the likely cause. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues described in this complaint. A review of the alinity ci-series operations manual shows adequate information for troubleshooting of erratic results. A review of complaint and trending data for the alinity c processing module did not identify any similar issues described in this complaint. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number (B)(6).

Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results for multiple patients. The one result example provided were: sid (B)(6), initial=1.66 s/co (> or = 1.00 s/co=reactive) /repeated=1.94 s/co /repeated on second instrument=0.98 s/co (< 1.00 s/co=nonreactive) there was no reported impact to patient management.